Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient stated, we took that one out in (B)(6) and had an MRI and pain management and the leads removed. Patient stated they have done this 3 times to him. No symptoms reported. No further complications were reported/anticipated.